Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that he experienced a low blood glucose event where he was unresponsive and his wife was able to bring him back up. Blood glucose value was between 40 to 50 mg/dl and the sensor was reading 96 mg/dl. Customer stated that the sensor was on the third day of use and it was working fine until his blood glucose dropped and the sensor never went below 90 mg/dl. He changed the sensor on 7/10 and received a sensor error; he turned the sensor feature off and on and received a lost sensor alert. Troubleshooting was done and the customer removed the sensor and noticed it was bent. Blood glucose value at the time was 57, 96 and 168 mg/dl. The sensor would be replaced and returned for analysis.